Manufacturer narrative:
Product event summary: it was confirmed that the programmer would shut off after approximately fifteen minutes with the provided battery, and the battery would not charge. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis found that there were no light-emitting diode (led) indications. When the battery was inserted into a programmer the charge led flashed. Battery analysis indicated permanent battery failure. Conclusion: the reported event was confirmed, battery pack failure.

Event description:
It was reported that the power would not stay on after a lengthy period of time. The programmer has been returned for service. There was no patient involvement.